Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error. A save to disk was performed and analysis confirmed that the error was a result of a prolonged magnet application. Technical services confirmed that the bd code can be cleared with a programmer. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error. A save to disk was performed and analysis confirmed that the error was a result of a prolonged magnet application. Technical services confirmed that the bd code can be cleared with a programmer. At this time, the device remains in service. No adverse patient effects were reported.